Event description:
Medtronic received information regarding a navigation system being used intra-operatively in a posterior spinal fusion procedure. It was reported that the field representative (rep) intra-operatively received the following message: "unregistered o-arm exam received, to navigate using this exam perform a manual registration." After a second spin attempt the exam successfully transferred to the navigation system and could be navigated. While on site, the rep investigated this issue and after approximately 15 spins the issue replicated on the navigation system. After the issue occurred the rep took another spin and the issue again resolved. The rep stated that she changed no imaging system or navigation system parameters during the spins aside from rebooting both the navigation system and imaging system after each spin. There was no reported impact on patient outcome. It was reported that there was a delay of approximately fifteen minutes due to the reported issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6). H3/h6: the software analysis was completed. There was enough information to suggest that a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.